Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.